Event description:
It was reported that the atrial lead had low impedance measurements and noise was present. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the inner insulation was torn, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.